Manufacturer narrative:
The cholesterol reagent lot number is 812043, the glucose reagent lot number is 809710, and the urea reagent lot number is 836261. The reagent expiration dates were requested, but not provided. The field service engineer checked the instrument and changed the degasser. No further issues were reported by the customer after this action. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for 13 patient samples tested on a cobas pure c 303 analytical unit. Results for the following assays were affected: cholesterol gen.2, glucose hk gen. 3, and bun/urea. Refer to the attachment for all patient data. Samples were repeated on a second instrument. The customer released results that corresponded to the historical records of the patients.